Event description:
The customer reported that during a case, sponges were scanned in and then out, an error occurred and the case reported none of the sponges were scanned out. An x-ray was taken to confirm no sponges were retained. No adverse consequences or additional medical intervention was taken.